Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Functional evaluation with two samples was conducted. Could not identify any issue in respect to securely holding or releasing the implant as intended. Unable to replicate concern. After visual review and functional evaluation, the instrument appears to be capable of performing its intended function.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the instruments will not release the implant once inside the patient; instruments are sticking. Although the instruments were used in surgery, no patient complications were reported.